Event description:
It was reported that the device was used during a laparoscopic nephrectomy. The reset button would not set properly. Another device was used to complete the case. There were no consequences to the pt.